Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while firing the cystic duct and arterial branches, the ring handle would get stuck in the back position and the next clip would not load. The doctor had to manually move the ring handle forward to re-engage the clip applier and cycle the handle for the next firing to complete the case and resolve the issue. This happened each time he was firing a clip. All clips formed correctly. There was no patient injury.